Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected decrease in the projected remaining battery longevity. Boston scientific technical services (ts) was contacted for a data review and it was confirmed that the device was depleting prematurely. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected decrease in the projected remaining battery longevity. Boston scientific technical services (ts) was contacted for a data review and it was confirmed that the device was depleting prematurely. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service.